Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective downstream occlusion sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette did not latch properly, and the device evaluation noted a defective downstream occlusion sensor. The event occurred during testing.